Event description:
It was reported to philips that the system's footswitch was unable to perform exposure or fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the system had stopped fluoroscopy. After reviewing the log, fse found that malfunctioning footswitch cables. Upon troubleshooting, fse confirmed a malfunction in the foot pedal. To resolve the issue, the fse replaced the wired footswitch an also philips has initiated a medical device correction (z-2587-2023) and return the part for further analysis and it found loose bracket, cable has deep cut and pulling cable near rubber sheath interrupted x-ray signal, causing biplane footswitch failure. After the replacement of the wired footswitch, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.